Event description:
Received four unexpected sets along with the set expected for another complaint. This is 4 of 4 unexpected returns. Contacted the customer 3 times to get details regarding the 4 sets but no response received. There was no pt harm reported and no medical intervention was reported. Although requested, no add'l event or pt info provided by the user.

Manufacturer narrative:
(B)(4). The customer's issue was identified as a leak. Visual inspection of the received set revealed that the silicone segment has a 0.0338 inch long tear near the lower fitment. Microscopic exam noted a crush mark to the upper fitment. No other anomalies were noted on the set. Functional testing was performed and a leak was noted from the silicone tubing near the lower fitment. The cause of the leak was due to a tear in the silicone segment. However, the root cause of the tear was not identified.